Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with normal operating currents, no unexpected failed battery test alarm, cracked display window corners, cracked battery tube threads, cracked belt clip slot and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 420 mg/dl. Customer treated their high blood glucose with a manual shot. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm when they placed a new reservoir inside the device. Customer received motor error alarm during the fill cannula. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.